Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal electrode of the lead was missing the mcrd (monolithic controlled release device) that contains the steroid. No issue was identified that required full analysis.

Event description:
The lead was returned to the manufacturer after being explanted for unknown reasons. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.